Event description:
The device was used to analyze a patient ECG and rendered a no shock advised decision. With the next analysis, the device rendered a shock advised determination. The device remained in use. When the event log report from the reported use was later reviewed by the reporter, he expressed the device no shock advised decision was inappropriately rendered.